Event description:
The report stated that 1 min into a tracheostomy procedure, a fire occurred and the pts face received a 2nd/3rd degree burn. The pt was wearing a respironics bipap vision total face mask with 100% o2 being delivered at time of fire. Pt has burns under face mask with initial indication that there is no injury of airway. They had prepped the area with duraprep, the doctor left the room to scrub, came back and made initial incision into the trachea and then used a cautery pencil. It was during the activation of the pencil at the trach site that the fire occurred. A drape and drain sponge also caught fire. The hosp reports the pt's burns were to the face and partial neck and treatment has been skin grafting with the pt currently in stable condition.

Manufacturer narrative:
The site has indicated they will not return the product for evaluation. Request for a copy of the medwatch report was declined by the site. A dvd on or fire safety and a copy of an on-line hotline newsletter on or fire safety were both delivered to the site. The site has scheduled or safety training.